Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin irritation and improper or incorrect procedure or method: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ induration or nodules at the injection site. Warnings: ¿ do not re-use. Sterility of this device cannot be guaranteed if the device is re-used.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volift¿ with lidocaine in the upper and lower lips. Two weeks later, the patient had another injection with juvéderm® volift¿ with lidocaine in the upper and lower lips. It was noted that the syringes were not first time use. About 7 months after the injection, the patient was reviewed for additional lip injections. The healthcare professional had observed some nodules on the left lower lip and mental crease. Patient was treated with hyaluronidase and kenalog. Patient also had started zithropac for "#6/comp." Three days later had a 20% amelioration. Patient had another treatment with hyaluronidase and kenalog 6 days later. On the following month, the patient still had palpable nodules and was treated with hyaluronidase and prednisone. Patient was reviewed 11 days later after only taking the prescribed prednisone for 2 days, there was no inflammatory process and no nodules. Patient concomitantly takes lirica, celebrex, zoplicone, alesse. This is the same event and the same patient reported under MDR ID #3005113652-2017-01457. This MDR is submitted for the first injection with juvéderm® volift¿ with lidocaine.